Manufacturer narrative:
As reported in a research article, a patient with an abbott mechanical heart valve had complications of mild bleeding and transient supraventricular tachycardia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "mitral valve replacement in dilated cardiomyopathy: a valid option?" This research article is a case study of a patient presented with dilated cardiomyopathy (dcm) and severe mitral regurgitation and treated with implantation of an abbott mechanical valve. There is no allegation of malfunction of the device. The primary author of the article is mohamed hesham mashali, king faisal specialist hospital and rc, jeddah. The correspondence author is mohammed omar gala with the corresponding email: omar@galal.ch. It was reported in the article that the patient was a (B)(6) year old girl with dcm and severe mitral regurgitation. After two failed attempts of mitral valve repair, a mitral valve replacement was performed with a 23mm abbott mechanical valve. The patient had a smooth postoperative course, with mild bleeding managed by blood transfusion and transient supraventricular tachycardia managed by cardioversion and intravenous magnesium sulfate. During the three years of follow-up, the patient was clinically stable from a cardiac standpoint.